Manufacturer narrative:
Engineering testing and analysis: the returned 20124-01 admin set components were leak tested per the applicable product specifications. The results recorded the admin sets spiros connector in the unactivated position, leaked at low pressure (36" head pressure). Additional analysis: the 20124-01 admin set affected components were disassembled and evaluated. The results recorded y-clave silicone plug was damaged on top surface; additionally various spike damages were found that were characteristic with connections with incompatible mating device. The spiros connectors poppet exhibited some deformation at the tip. Findings: engineering evaluations of the returned 20124-01 device set/affected componentry did confirm a leakage issue with the spiros/y-clave connection. Detailed analysis of the involved component manufacturing and assembly processes which included equipment, inspections and work instructions was performed. Cont. Pg. 3 other remarks the team identified several improvements focusing on the press, test operations and welder station processing operational sequences. The automated assembly process now has a sensor that 100% verifies the presence and proper placement of the componentry (o-ring on the female luer). The work flows were modified, additional detailed assembly instructions were implemented and affected employee training was performed.

Event description:
Int'l.(canada)complaint received regarding leakage issues with one 20124-01 30" 20 drop spiros admin set. It was reported that "leaking discovered during back.